Event description:
It was reported that the patient underwent a right total comprehensive reverse shoulder arthroplasty on (B)(6) 2012. Subsequently, patient was revised on (B)(6) 2015 due to pain. The humeral tray and humeral bearing were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 13 states, "intraoperative or postoperative bone fracture and/or postoperative pain."